Manufacturer narrative:
Follow-up #1: date of submission 05/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: the black box contained data from the date range 02/13/2015 to 02/18/2015. The black box data and pump histories from the time of the reported complaint were unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced elevated blood glucose (bg) and stated that the ¿pump may not be working¿. The reporter did not provide any bg values or any signs or symptoms. The allegation of a bg excursion without bg values or signs or symptoms does not meet criteria for a serious injury. The pump was reportedly not available for troubleshooting, and no further information was provided. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.